Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a 100 watt laser. According to the complainant, during the procedure and outside the patient, the connector of the laser fiber overheated and the blast shield on the laser unit was damaged. Reportedly, the operator of the device was not burned by the connector. The blast shield was replaced and the procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.